Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The customer samples and photos were evaluated and the customer¿s indicated failure mode of hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot numbers and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode of hub/collar separation with the incident lot was observed. Upon inspection of the customer samples and review of the photos, samples did not meet the required specifications. Bd is aware of this issue and as a result, corrective actions have been established and are in the process of being implemented. Root cause description: based on the investigation, the most likely root cause has been identified for the reported incidents, and a CAPA (pr# (B)(4)) has been initiated to document the investigation and root cause analysis of the reported incidents.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The customer samples and photos were evaluated and the customer¿s indicated failure mode of hub/collar separation and defective locking mechanism with the incident lot was observed. A review of the device history record was completed for the incident lot numbers and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode of hub/collar separation and defective locking mechanism with the incident lot was observed. Upon inspection of the customer samples and review of the photos, samples did not meet the required specifications. Bd is aware of both issues and as a result, corrective actions have been established and are in the process of being implemented. Root cause description: based on the investigation, the most likely root cause has been identified for the reported incidents, and a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7012533, medical device expiration date: 2020-01-31, device manufacture date: 2017-01-12. Medical device lot #: 7040842, medical device expiration date: 2020-01-31, device manufacture date: 2017-02-09. Medical device lot #: 7074699, medical device expiration date: 2020-03-31, device manufacture date: 2017-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield broke away from the needle on multiple 21 g x 1.25 in. Bd eclipse¿ blood collection needles with luer adapter during use. No injury or medical intervention.